Event description:
The customer reported that the system would not turn on, but it would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The pa2 power supply was replaced and loose hardware on the u10 control panel encoder was tightened. The system was tested and found to be working as intended and put back into service.